Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin sliding scale pulling per vial instead of units. The technical support specialist (tss) dialed into the server, verified the facility formulary in patient encounter system and identified changes in pharmacy information system and that was updated by the user. The transaction reports confirmed that the medications were loaded, but removal transaction only identified at one station. Tss advised the user to refer the pis system for current changes. Tss mailed the user for transaction information for activities that occurred both before and after the recent changes. As there was no response tss closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user stated there was a change made to insulin r med ID# (B)(4). User tried to pull the insulin and came up as units, but the next morning when the user tried to pull the insulin again it came up as per units/ml. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.